Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) units fiber optic is losing connection. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) attended the site and located the unit and found fiber optic sensor found unit to have external and internal damage. Fse replaced console case, pressure tube, sensor extension and helium assy. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The failure analysis and testing dept. Received the following parts associated with this complaint: sensor extension, helium assy, console case, pressure tube. Parts were received with a reported failure of the fiber optic sensor cable losing connection and a damaged case. The fat performed a visual inspection and found sensor extension, helium assy, and console case to have physical damage. Please see attachments. Confirmed the reported failure on these parts. No failure confirmed on pressure tube. Retaining the parts in the failure analysis and testing department per procedure.